Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736- 1723, awareness date 25-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2012. Consumer had the essure procedure a few months after she gave birth to her second child in 2012. She started cramping as soon as the coils were placed and bleeding started just a few minutes after that and weeks later she was still bleeding and cramping severely and she was told that it could not be caused by the coils. She bled constantly and heavily for over a year after the procedure. She began to have back pain, migraine, pelvic pain, mood swings, weight gain, and fatigue. Always being told that what she was experiencing was caused by something else. Test after test including ultrasounds, mris, cat scans and blood work all came back normal, and still she was told that the coils were not the culprit. She was in such constant pain and tired all the time. Over a year after the initial procedure she had an uterine ablation to try and stop the bleeding that still had no confirmed cause, and the worked for almost a year. Unfortunately the only thing that was stopped was the bleeding, and after nearly a year it started again. She saw a new doctor and he scheduled a partial hysterectomy. He removed everything, with the exception of her ovaries. Since her hysterectomy, she still suffered from migraines, back pain and fatigue. She has been unable to lose the weight that she had gained, and now she has the occasional hot flash and is unable to ever take hormones. Follow up received on 17-nov-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event and quality deficit is excluded. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted in 2012. She bled constantly and heavily for over a year after the procedure, an ablation and partial hysterectomy was performed. Genital bleeding is considered serious due to medical importance and listed according to essure reference safety information. Given the compatible temporal relationship, lack of plausible alternative explanation and considering that consumer recovered after surgery, causality cannot be excluded. Since an intervention was performed; this case is regarded as incident. Based on available information no product quality defect was confirmed and a relationship between the reported medical events and quality deficit is excluded. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 1-feb-2017: this is a legal case now. Essure indication, date implanted, date explanted, hsg (hysterosalpingogram) test were reported. Event painful post-operative recovery was added. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted. She had severe bleeding constantly and heavily (seen as genital bleeding) for over a year after the procedure, an uterine ablation was performed. She also experienced severe pelvic pain. A hysterectomy to remove essure was performed. Everything was removed, with the exception of her ovaries. Genital bleeding and pelvic pain are regarded as anticipated according to essure reference safety information. Genital bleeding and pelvic pain may occur with essure therapy. Given the compatible temporal relationship, lack of plausible alternative explanation, causality cannot be excluded. This case is regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. Based on available information no product quality defect was confirmed and a relationship between the reported medical events and quality deficit is excluded. Upon receipt of follow-up information this case became legal. Thus, further information will be obtained through the litigation process.